Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with scratched case. Unit passed displacement test, self test, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery life diminished. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.